Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, difficulty in grasping was a result of the challenging pathology/morphology and tissue damage appears to be related to procedural conditions of grasping. The reported patient effects of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to a2p2 on the mitral valve. Several grasps were attempted. After the second grasp, during leaflet insertion assessment, an increase in mr was noted. The posterior leaflet came out of the clip therefore the clip was opened and the leaflet appeared to be frayed. Three more attempts were made to grasp the leaflets however the mr was not able to be reduced therefore the clip was not deployed and the cds removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.